Event description:
It was reported the patient experienced a shooting pain mild in severity in their right inner thigh. The physician assessed the pain to be possibly related to the progression of their disease. Medication was prescribed and the event was resolving.